Event description:
During a procedure, the device went offline, which caused the pump to stop. Spectrum medical considers an event in which the pump stops to be reportable. There was no patient harm.

Manufacturer narrative:
During the investigation, it was determined that the operating system had been misconfigured by the user. Once the settings were cleared, the issue could not be replicated.